Event description:
It was reported that the patient presented for a follow up in clinic. The patient's right atrial (ra) lead exhibited oversensing noise causing inappropriate mode switch. The ra lead was capped and replaced (B)(6) 2021. The patient was stable.